Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation and stretched coils were confirmed although the reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the hi-torque guide wires instruction for use (IFU) states do not: torque a guide wire if the tip becomes entrapped within the vasculature. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties to be related to an IFU deviation and the patient effects appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the patient had been experiencing angina for five weeks and was brought to the hospital. The procedure was to treat a heavily stenosed lesion in the left anterior descending coronary artery. The balance middleweight (bmw) guide wire was jailed [entrapped] during stenting. The bmw guide wire could not be removed after an unspecified stent was deployed. Multiple techniques were used to try to remove the guide wire. However, the guide wire could not be removed and the guide wire separated and unraveled. Two and 1/2 hours were spent preparing the lesion for stent placement. Coronary artery bypass surgery (CABG) was performed to remove the guide wire and to treat the vessel blockage. No additional information was provided.